Event description:
It was reported while using bd integra¿ the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: the second issue was that when he pulled the needle out the needle broke off.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. Initial reporter name and address: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is invalid, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.